Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was stated that the patient underwent an explant procedure due to an unknown reason.